Manufacturer narrative:
Initial reporter (phone number): (B)(6). Initial reporter (zip code): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the reason for reoperation: cysts, gronic inflammatory process, foreign body type giant cell reaction (silicon crystals) and synovial metaplasia.

Event description:
Healthcare professional reported left side "cysts." Healthcare professional later reported "gronic inflammatory process", "foreign body type giant cell reaction (silicon crystals)" and "synovial metaplasia." Device has been explanted.